Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 035 drug coated balloon received for evaluation. No visual anomalies were noted in the received sample. On functional testing the balloon was inflated by the inhouse presto inflation device and water leak could be identified in the catheter shaft. Further could observed a small hole in the water leaked catheter shaft region. No further testing was performed. Based on the return sample analysis, a leak in catheter shaft and in the leaked area a hole could be observed. Therefore the investigation was confirmed for the reported leak and identified hole in catheter shaft. The source for the reported leak was found to be the hole in the catheter shaft, however a definitive root cause for the reported connection issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug coated balloon catheter allegedly found to be leaked near the two valves. The procedure was completed using another device. There was no reported patient injury.